Manufacturer narrative:
Below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawl was perfomed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.61, 0.59, 0.57 lbs; withdrawal=0.55, 0.54, 0.56 lbs.} fdm, fdc, fdr codes updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis results received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative regarding a patient with an internal neurostimulator (ins). It was reported that the healthcare professional (hcp) tried he could not get the lead pushed all the way into the ins. Hcp could not get electrodes to connect/no blue visible at the end of the battery. Hcp tried at least 5 times to get the lead in, tried unscrewing set screw several times, wiped the lead with a clean raytex and no connection could be made. Hcp then requested a second battery. The physician received the new battery, cleaned the lead again, this time with an alcohol pad and the lead immediately seated into the battery all the way through. Impedance check was done with the second battery which was implanted in the patient and all electrodes cleared. Hcp used a second battery. Hcp cleaned lead with an alcohol pad. The hospital requested that the non-implanted be checked for any product malfunctions. The hospital was not requesting a credit at this time. Hospital would like to see a report on whether or not the product had an issue or if it was the result of the physician. No symptoms reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.